Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion code 68 failure observed during analysis. A partial lead was returned in four segments for analysis. External insulation abrasion was noted at 1.8-2.4cm and 5.7-6.0cm from the proximal end of the rv shock coil and at 1.9-2.8cm from the proximal end of the svc shock coil, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 7.2-9.3cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. (B)(4).